Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of over 700 mg/dl. Reportedly, the pump battery could not be charged resulting in the pump shutting down. Customer delivered a correction bolus to initially address bg. At the ICU, healthcare providers administered intravenous fluids of saline and insulin to treat bg. Reportedly, the issue was resolved and no permanent damage to the customer was reported. Multiple attempts were made to obtain the customer's hospital release date; however, no additional information was provided. The customer reverted to an alternate method of insulin therapy.